Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass redo, the first few staples of the reload popped out upon pressing the green button, but couldn't continue firing at the lesser curvature. Another device was used to complete the case. There was no patient injury.